Event description:
It was reported that a nim mainframe 2.0 was not reading when it was on the nerve. There was no reported patient impact.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. Device evaluation could not confirm the customer's complaint. The only issue identified were scratches on the touchscreen.